Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-02609. It was reported that the patient's leads were showing high impedances, and during surgery it was discovered the leads were fractured. Surgical intervention was undertaken and the leads were explanted and replaced.